Event description:
It was reported that the device alerts "cassette not attached properly," has a scratched lens and a software upgrade was required. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The downstream occlusion (dso) seal was damaged and contaminated. Replaced dso sensor. Upon further investigation, found dso seal is damaged. Replaced dso seal. Device pass all testing criteria post repair.